Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed.

Event description:
During in-house testing, the estimated mi value on-screen for the 9l4 in vti and vtq was found to be under-estimated. The mi for vtq at 3cm focus exceeds FDA limit. The vti is within the track iii FDA limits. In europe there is no limit but the mi display needs to be accurate and comply with what is stated in the user manual (+/- 15 percent).